Manufacturer narrative:
The insulin pump was unable to perform displacement test or occlusion test due to missing retainer. The pump powered up properly after battery installation. The pump was received with operating currents within spec. The pump passed self test, rewind, seating, basic occlusion test and force sensor test. The power management tool confirmed pump error and low battery alarms were triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to resistance issue at j6connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. The pump was received with missing reservoir tube o-ring and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of power system error. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the battery was low and the power kept shutting down. The customer had to redo the tubing and cannula. The product was returned for analysis.